Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000161900.

Event description:
It was reported patient experienced numbness in hands due to ineffective lead placement. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient experienced numbness in hands due to ineffective lead placement. Patient underwent surgical intervention on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.